Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported 1 false positive sofia sars result for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. Customer communicated that the result was confirmed negative through pcr testing. Attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.